Manufacturer narrative:
OEM manufacture: (B)(4). Investigation summary: since no samples (including photos) were returned for the reported issue of ¿got reflux of blood from the injection port on the top of the catheter¿ with lot number 0.0361919 regarding item # 391551 the complaint could not be confirmed, and the root cause is undetermined. The DHR of lot number 391551 and batch number of 0.0361919 was reviewed and no quality notification was found on this lot number. No samples and no photographs received from the customer. The investigating team has used the retention samples of material code 391551 and lot number 0.0361919 for investigating the reported defect. This is an issue of leakage, root cause is that the leakage happens due to the silicon valve shifting from its position during medication from its injection port. Silicone valve leakage is checked for 100% of the components. In addition to this a ¿in process quality checks¿ that are done by line operator and also by quality associates. These checks ensure that such defective products don¿t pass through from the line. The manufacturing team also did cross verification on the line and no issue observed which can pass such defects from the line. Since no retention samples have confirmed the defect and no sample received, the defect cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked and caused blood exposure. The following information was provided by the initial reporter: "nurse set catheter on patient, got reflux of blood from the injection port on the top of the catheter."